Event description:
Hcp reported the septum was damaged and the fluid was going into the subcutaneous tissue. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).